Event description:
The reporter indicated that during a pacer replacement, when connecting the ventricular lead (t84f) which was implanted with former pacer (chorus: ela medical) into 294-09z, no pacing spike was observed. When trying to check the lead integrity, no anomaly was found (pt = 0.9v, lead impedance = 470 ohms). The reporter mentioned that the lead was loose when he inserted into the header. A connection problem was suspected and another pacer was used.